Event description:
It was reported that during a laparoscopic procedure for hysteromyoma, as the energy blade which was used with the device touched the sleeve when being activated, the tip of the device was broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
I had a left hip replacement (depuy pinnacle) on (B)(6) 2009 and ever since (B)(6) 2010 I have had a problem which keeps getting worse. I have difficulty standing still for any length of time. If I stand for 10 minutes shaving, I am in severe pain for the rest of the day. I can only sleep on my right side. I cannot sleep on my back or left side at all because the pain is too much. I cannot food shop, clothes shop or shop period because I cannot walk for any length of time. Unless my activity includes sitting such as the movies, out to dinner or the doctor's office, I cannot go out. The quality of my life has deteriorated. I am in worse shape now then I was before I got my hip replaced. When I saw the doctor who replaced my hip regarding my pain I was in he took an x-ray said everything was ok and don't bother wasting your co-pay coming back. Nice!!! So now I have gone for a second opinion. However, because this hip has not been recalled it seems no one really wants to make the tough decisions associated with a hip replacement gone bad. I would like some relief which I do not seem to be able to get. Help! Help! Help me please! Give me my life back! The only common denominator is a hip replacement. I had a left hip replacement and now I cannot walk on my left leg for any period of time. What else could it be? Please everyone use your common sense. On a scale of one to ten, my pain is usually a seven.

Manufacturer narrative:
(B)(4). Melted sleeve. The analysis results found that the device showed damage at the tip of the sleeve. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.